Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the cap on bd syringe¿ 3ml ls 23x1in tw emerald korea was damaged.

Manufacturer narrative:
Investigation summary: DHR reviewed found no non-conformities. The team reviewed the customer sample and the retention sample of the batch number 18j2071 of material number 302936 as well as audited the flexiline machine which produces the emerald 3ml, 23g, all the automations in the machine were found to be place in working conditions. There was no issue observed in the automation or in assembly and packaging of product. As per lot manufacturing records, no similar defect was reported during in-process inspection and assembly operations. No such defect was found during the inspection of retention samples available at plant. The team suspects that the customer return sample must have got accidently crushed during assembly and packaging after getting stuck into the conveyor belt and got packed. The exact root cause could not be identified. Conclusion(s): we are currently working on improvising the process outcome and reduce the number of defective products being actively rejected by the following actions: 1. Training of the operators on making a more frequent and more alert on picking up the crushed products 2. The team in working in progress and currently in discussion stage of upgrading the korealine flexiline machine which is dedicated to create the emerald. The discussion agenda are around topics: a) we are installing a vision camera which will be able to detect any damage or missing component through its sensors. B) the sensors will abruptly stop the machine and raise an alarm for the operator to correct the damaged component and restart the machine. The process is currently on discussion stage and will be implemented by june first week. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported the cap on bd syringe¿ 3ml ls 23x1in tw emerald korea was damaged.